Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they performed the coronary artery bypass procedure the hst iii system (3.8mm) and folded the seal by pressing the step1 wings in the process of loading the heartstring according to the IFU, but the seal did not fold normally and the seal was released. After checking the condition that the seal could not enter the delivery device through the inside of the window, the same product and a new product were used and applied to the patient. It took about 5 minutes to check the release of the seal and replace the product. No harm to the patient.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/14/2023. An investigation was conducted on 08/01/2023. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The seal was observed in the loading device window. The seal was observed to be cracked on the outer rung of the seal. No other visual defects were observed. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside in the loading device. The white plunger was not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal was observed to be cracked on the outer rung. No other visual defects were observed. A mechanical evaluation was conducted. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no visual or physical difficulties observed. The seal was observed to be cracked on the 2nd rung of the seal. No other visual defects were observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.218 inches ((B)(4). ). The length of the delivery tube was measured at 2.49 inches ((B)(4). ). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed as well as the analyzed failure "cracked seal" was observed. The lot # 3000311387 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.